Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. She changed the infusion set and received a no delivery alarm followed by a motor error alarm. The device was not exposed to a magnetic field and the drive support cap is recessed. Customer was able to rewind. The alarm history showed a motor error on (B)(6) 2015 and another on (B)(6) 2015. Customer was advised to disconnect at the quick release and prime; insulin did exit, the customer removed the cannula and found it was bent. Blood glucose value was 357 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.